Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and rupture.

Event description:
Healthcare professional reported left side device rupture and discovery of fluid effusion. Cytobacteriological analysis of the puncture fluid and anatomopathology exam was done which showed negative results for anaplastic lymphoma. The device has been explanted and the patient was reinjected with purified adipose tissue.